Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a polyflux 170 h dialyzer, an external fluid leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.